Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance repeatedly in the bipolar configuration. The ventricular polarity was changed to unipolar configuration. The lead would be tested further once the pulse generator is replaced due to elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.